Manufacturer narrative:
The reported inability for the programmer to establish communication with the ipg was confirmed. It was due to the device¿s firmware not running and a stuck processor. The device was held in a reset state. This communication issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. When the device enters the service application state as a result of exposure to high energy and does not exit correctly, there is potential for corruption and crc failure. The clinician programmer will be unable to communicate with the implantable pulse generator (ipg) when this occurs. There is guidance noted in the clinicians manual concerning handling of the device: ¿electro surgery devices should not be used in close proximity to an implanted neuro stimulation system¿. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to an unrelated lead replacement surgery on (B)(6) 2020 (manufacturer report number: 1627487-2020-31418), the patient's ipg was placed into surgery mode. After replacement leads were implanted and connected to the ipg, the ipg was unable to communicate with external devices. Multiple attempts were made, but the clinician programmer displayed a message indicating there was a problem found with the generator that could not be repaired. As the ipg was non-functional, it was replaced during the same procedure.